Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of break in aseptic technique, fever and bacterial peritonitis with culture positive for acinetobacter baumannii in a patient coincident with dianeal pd2 unknown bag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 unknown bag and on an unreported date in (B)(6) 2011, dianeal pd2 intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced a break in aseptic technique, further described as an accidental twist of the beta cap, removal of the transfer set, and re-attachment of set without consult. On an unreported date, the patient experienced fever. On (B)(6) 2011, the patient experienced bacterial peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was the break in aseptic technique. On (B)(6) 2012, a peritoneal effluent culture and analysis were performed prior to the start of antibiotics. On (B)(6) 2012, the patient was admitted to the hospital due to the bacterial peritonitis with culture positive for acinetobacter baumannii. Treatment included unspecified antibiotic therapy. The patient had not recovered from the event of bacterial peritonitis with culture positive for acinetobacter baumannii. The outcome for the events of fever and break in aseptic technique were not reported. Dianeal therapy was ongoing. The physician reported that the bacterial peritonitis with culture positive for acinetobacter baumannii was unrelated to dianeal therapy. An opinion of causality was not provided for the events of fever and break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. Complaint text indicates peritonitis which may be related to accidental patient disconnection of the transfer set from the patient catheter adapter. Since the product samples are not available for evaluation any problem or specific causal agent cannot be determined for this case. A batch review was not possible because lot numbers were unknown. Since no sample was available for evaluation and no further information about any product problem is available, no root cause can be determined. Since there is not enough detail to determine the nature of any component malfunction no potential causes can be listed.